Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced pain and an infection at the abutment site. The device was explanted on (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.